Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a healthcare provider (hcp) regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The hcp reported that the patient's ins was at elective replacement on (B)(6) 2016, but the ins had reached end of service (eos) two days ago. The hcp reported that the patient's ins had been off for an unknown period of time. The patient's wife reported that the patient appeared tremulous today, though the patient was reported to have been doing well lately and under good control. The hcp also reported that the patient has dementia. Follow-up was received from the healthcare provider (hcp) that the patient was no worse as a result of their ins reaching end of service. The hcp also reported that as a team it was decided not to replace the patient's ins device.